Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator and non boston scientific right ventricular (rv) lead experienced syncope episodes. Technical services (ts) reviewed the episodes and in which there were no out of range measurements for the most recent syncope episode. However, ts observed a pace impedance measurement of greater than 2,000 ohms that coincided with the patients previous syncope episode. For the previous episode, the patient had presented to the emergency room with weakness and a heart rate in the thirties. The patient was pacemaker dependent at the time. The patient was recently seen in the clinic in which myopotential noise was reproducible on the rate sense portion of the rv lead with deep breathing. The cause of the clinical observations is unknown at this time and the clinic has chosen to monitor the patient closely. The device remains in service. No additional adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator and non boston scientific right ventricular lead was explanted due to noise, oversensing and pacing inhibition. A new device was implanted and remains in service. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator and non boston scientific right ventricular (rv) lead experienced syncope episodes. Technical services (ts) reviewed the episodes and in which there were no out of range measurements for the most recent syncope episode. However, ts observed a pace impedance measurement of greater than 2,000 ohms that coincided with the patients previous syncope episode. For the previous episode, the patient had presented to the emergency room with weakness and a heart rate in the thirties. The patient was pacemaker dependent at the time. The patient was recently seen in the clinic in which myopotential noise was reproducible on the rate sense portion of the rv lead with deep breathing. The cause of the clinical observations is unknown at this time and the clinic has chosen to monitor the patient closely. No additional adverse patient effects were reported.